Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and external ram crc error. The customer's blood glucose level was unknown at the time of incident. The customer reported after a battery change the pump will start counting then it will go through the rewind and tubing fill process and alarm was received. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.